Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported the pump had an "engine stop" (interpreted as motor stall). The event date was (B)(6) 2019. It was indicated the only medication used had been baclofen. The pump was replaced on (B)(6) 2019. It was unknown what troubleshooting was performed. The issue was reportedly not resolved. There were no reported contributing factors. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported. Additional information was received. The patient did not experience any symptoms as a result of the pump issue and the patient had recovered.

Manufacturer narrative:
Analysis found corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. Fdm updated. Fdr updated. Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump is not complete as of this date; a follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.